Event description:
Same as MFR report# 6000089-2006-00783, 6000093-2006-00747. Clinical study, it was reported that 61 days after implantation of a taxus express2 drug coated stent, a stent thrombosis and myocardial infarction occurred. During the initial procedure, three stents were implanted in the right coronary artery (rca). A 2.5x24 mm taxus express2 drug eluting stent (te2) was implanted in the distal rca, a 3.0x32 m te2 was implanted in the mid rca, and a 3.5x20 mm te2 was implanted in the proximal rca. The patient was discharged two days later on a regimen of asa and plavix. 61 days after the initial procedure, the patient presented with a stent thrombosis and q-wave myocardial infarction. No reintervention was performed. No further information on patient treatment was provided, the patient was discharged two days later. The device relationship was reported as probable..